Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 90-115 mg/dl. Verified the strips expire 11/30/2017 and were first opened 2 weeks ago. Customer confirms the strips are stored in the bathroom. Customer declined blood test. Reviewed meter memory: 208 mg/dl, (B)(6) 2015, 04:35:00 pm, fasting:yes; 278 mg/dl, (B)(6) 2015, 04:30:00 pm, fasting:yes; 157 mg/dl, (B)(6) 2015, 08:30:00 om, fasting:yes; 143 mg/dl, (B)(6) 2015, 08:00:00 am, fasting:yes; 176 mg/dl, (B)(6) 2015, 08:30:00 pm fasting:yes. No adverse event reported.